Event description:
(B)(4). Started with burning pain in my lower back. Then the pain would travel to my shoulder blade. All my pain was and still is on my right side. My menstrual cycle started changing. By (B)(6) 2016 I had a period every 2 wks. I had and have the worst hip pain. I lay in bed all day at times because the pain is so bad. I've had over a years bilaterial injection in my hips. I went on joint pain meds, mood disorder meds, nerve meds. I started having migraines. I take migraine meds as need. Anti inflammatory meds, and one pain meds I had a reaction to.